Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3708140, serial# (B)(4), product type: extension. Product ID 39565-65, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 97792, product type: accessory. Product ID 97792, product type: accessory. Analysis of the lead (model # 39565-65) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported they elected to remove the leads on (B)(6) 2016 after the patient found the lead to be non-therapeutic and desired for it to be removed. The device was used in the patient for treatment. There was no patient death or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.